Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient¿s device felt inflamed and felt like it has been dislodged. The patient stated ¿it¿s where the leads threads up through my spine and connects at my spine and then it wires back out towards the nerve, right there something that holds it in place, it¿s like a plastic piece that supposed to hold it in place, I can feel it, it¿s sticking out, I cannot touch that part of my head at all in anyways, it¿s extremely painful, if I lay down or bend over or anything, have not felt this kind of pain before¿. This has been increasing over the last 4 or 5 days. The therapy was not working as expected. The patient has lived in a different state from where the implant was done for 1.5 years and has not needed any adjustments done. The patient¿s health care provider (hcp) now is not her managing hcp for her device, she currently does not have a managing hcp for her device. The leads are attached to her occipital nerve. The patient stated ¿what is the point of having this in my body now that it¿s inflamed and out of place, it¿s a big problem, now I¿d rather not have it there at all, it¿s causing more problems than it¿s fixing¿. The device was causing the patient pain and somebody has to look at it. It was additionally reported that the lead site was inflamed and felt as if it shifted. It was bulging almost and causing new extraordinary pain. The patient had a chiropractic adjustment prior to the pain but not too soon before where she would have blamed it on that. An x-ray was ordered yesterday by her chiropractor. The next day it was reported that the patient¿s device was for her spine and nervous system. It was out of place and irritating the patient¿s insides. The patient needs it fixed and she was in horrible pain. There was also a bump on the back of the patient¿s neck. The patient needs to find a doctor in her area. The company representative reported on (B)(6) 2014 that an impedance test was performed. Electrodes 5-8 were open circuits. No interventions were taken or planned. Reprogramming seemed to help improve coverage. The patient has not found a new managing hcp and it was unknown how she was doing now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a patient is having a burning sensation and lead migration "this past year" and wanted to know what was being done about those things". It was reviewed with the patient information listed adverse event labeling. Patient stated she met with manufacturing representative (rep) several times, and it was determined that the lead had completely migrated and now it was just "firing off for no reason" and "doing no good whatsoever because device basically doesn't work/isn't operating as it should causing pain" so ins had to be shut off because all implant would do was "misfire and burn and wasn't catching the nerve at all and accomplishing anything". Patient said the lead continues to migrate and "fire off" and burn the side of her head. Patient reported she has read online that "exactly similar issues have been taking place with other people with her device (patient didn't have specific websites/citations and said she looks on medical websites as she wanted to know why her device was doing these things to her). Patient asked about 'overstimulation recall', the information was reviewed. Patient stated to her knowledge her device has been in an overdischarged stat and patient said there was a time when she didn't charge her device for over 1 to 3 months, wasn't able to connect up to ins with patient programmer (pp) or ins recharger (insr) and had to go into healthcare provider (hcp) to have her implant jump started. Patient said following the rep contacting her and have her battery jumped "within a one week time period" she had to shut off her implant because it was "burning her that badly", patient stated within a one week time period 'she had done this (jumping the battery) 2 or 3 times. Patient stated the "burning" was not immediately after the 'jump starting'. Patient said she wants to have device removed as it was causing her pain and went to her health insurance provider twice to do that but had to "repeal" both times as she hasn't gotten anywhere. Patient said the reason for call today was about an inflamed, red lump in her neck where lead is. Patient said she can't touch it, she feels it when she turns her head and that its been growing for about two days and this morning if her hair touches it it's burning, hot and painful. Patient services (ps) offered to ensure ins was off, patient stated ins is off. Patient said she thinks her body was rejecting ins as she was experiencing burning at the site of the ins battery against her skin going on <(>&<)> off for past two years and was getting worse, if she presses on it, it hurts, can't wear a belt because of where its located, it'll burn and isn't just like a pressure, it¿s a burning. Patient said no fall/trauma prior to any issues reported patient said she lives very low impact life because of the 'injury'. Patient was advised to follow up with hcp regarding medical issues/removal. Patient said she has sought multiple hcp's for issue and has been seen by some but they won't keep seeing her. Patient said implant had been acting up for a month. When ps was asking for event/notify dates patient said that she had ins implanted in ca and she moved to ut and didn't think reps were communicating her device to the hcp's. The patient said hcp didn't have records of last time she met with rep. No further complications were reported. No additional patient symptoms were reported.